Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "touch screen not working" was confirmed, it was noted that the touch screen was broken and the stylus was defective. It was additionally noted that there were errors in the update history, both keyboard hinges were broken and the bullets were missing. The touch screen assembly and stylus were replaced, the touch screen calibrated and new software installed. The device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the reason for return was a faulty touch screen.